Event description:
It was reported that the t1 and t2 were deployed at the same time. No patient injuries were reported.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product or the pertinent clinical details to consider. As such the complaint is being closed without conclusion. No further investigation is required.

Event description:
It was reported that during surgery, the t1 and t2 were deployed at the same time. The procedure was successfully completed with no significant delay using a back-up device. No patient injury or other complications were reported.